Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer required assistance performing the load process. The customer's blood glucose (bg) level was 324mg/dl and a correction bolus was to be delivered to address the bg level. Tandem technical support guided the customer through the load process and the customer successfully resumed insulin deliveries.